Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2020, product type: catheter; product ID: 8780, serial# (B)(6), implanted: (B)(6) 2020, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative indicated that a volume discrepancy occurred (amount in pump was higher than expected reservoir volume). The patient was scheduled for a catheter revision because the physician felt she had a partial catheter obstruction. The physician removed the pump from the pocket and uncoiled the catheter. After doing so, he was still unable to aspirate csf through the catheter port site. The physician then disconnected the pump from the catheter and removed the pump segment; he again attempted to aspirate from the catheter but there was no again return. The physician then used saline to flush the length of the intrathecal catheter and after multiple attempts, he was able to successfully aspirate csf. The physician proceeded to remove 29 cm from the spinal segment and completely replace the pump segment using an 8784 proximal revision kit. The removed catheter was discarded of so it will not be returned.

Manufacturer narrative:
Concomitant medical products: product ID 8780; serial# (B)(4). Implanted: (B)(6) 2020, product type: catheter, product ID. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-aug-2022, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (0.5 mg/ml at 0.17373 mg/day) via an implantable pump for non-malignant pain. It was reported that a pump motor stall occurred on (B)(6) 2021 after the patient had an MRI (magnetic resonance imaging) of her shoulder. As per the log provided, a critical alarm regarding motor stall occurred on (B)(6) 2021 at 2:46 pm followed by a critical alarm regarding stopped pump duration exceeded 48 hours on (B)(6) 2021 at 2:46 pm. The patient denied ever hearing any audible alarms. After interrogating the pump twice, the alert was successfully cleared after a priming bolus was programmed following a catheter access port (cap) procedure and the pump was updated. The physician was satisfied and did not feel replacement was necessary. It was further reported that the patient experienced increased pain. The date of the event was unknown. The patient denied withdrawal symptoms. Per the physician, a catheter access study was performed in his office (date unknown) and he was unable to aspirate cerebrospinal fluid (csf). The patient was brought to the operating room (or) on (B)(6) 2021 for a catheter revision. The physician opened the pump pocket site and uncoiled the proximal segment of the intrathecal catheter. They were then able to successfully aspirate csf; therefore, there were no surgical changes made to the intrathecal catheter. The catheter issue was resolved. The patient's weight and medical history were unknown. The patient was without injury regarding their status as of (B)(6) 2021.